Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 3 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) is expected to be returned for evaluation but has not yet been received. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a pump stoppage on (B)(6) 2018 and multiple low speed warnings. A short to shield had been suspected. The manufacturer¿s technical services representative reviewed the submitted logs and confirmed multiple low speed advisories on (B)(6) 2018, and a pump stoppage event occurring on (B)(6) 2018 while the vad was connected to the power module. The customer was informed that this type of behavior has been linked to potential issues with a percutaneous lead (driveline). On (B)(6) 2018, the patient had been feeling poorly and was admitted. X-ray images didn¿t show any obvious areas of concern internally nor externally. A distal end percutaneous lead (driveline) replacement was scheduled to be performed on (B)(6) 2018, then was postponed for a later time due to a patient¿s upcoming dental work, which possibly could compromise the coagulation therapy for the driveline repair. No further information provided.

Manufacturer narrative:
Additional information: percutaneous lead was returned, added date. Although the reported low speed events and pump stoppage were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. Technical services personnel arrived onsite on 02may2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 19 inches. Visual inspection revealed a tear to the outer silicone jacket approximately 2.5 inches from the controller connector, that had been repaired with rescue tape. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding revealed approximately 10.5 inches of breakdown starting from the controller connector. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.